Event description:
As reported: "please find information from index and revision surgeries of a left total knee. The revision today was secondary to infection. All implants were removed and new implants were placed. No further information available from the doctor or hospital." Update 28/august/2023 wg: spoke to rep. All implants including the patellar component were removed, and a spacer using stryker implants was implanted.

Manufacturer narrative:
The following devices were also listed in this report: triathlon p/a ps beaded #6l; cat# 5516f601; lot# pph6r triathlon asym patella a40x11;cat# 5551l401; lot# lkb519 tritanium bplate triathlon s7; cat# 5536b700; lot# ctd77815 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : device not returned